Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricle lead was surgically abandoned as it exhibited noise. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.